Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci products to perform failure analysis. The sureform 60 stapler instrument was analyzed and the reported issue could not be replicated nor confirmed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests on 3 out of 3 attempts. The instrument moved intuitively with full range of motion in all directions. The instrument clamped, fired and unclamped as expected during testing. The grips opened and closed properly. There were no failures reported in the logs. No physical damage was observed. The instrument was fully functional. This instrument did not have binding of the roll bushing. Manual rotation of the main tube was smooth and free of any friction. No issues could be replicated through in-house testing, and no errors were identified through procedure log review. Isi also received the sureform 60 white reload for evaluation. The reload was returned unused. No physical damage was observed, and no product issue was identified. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the sureform 60 stapler instrument stopped working and would not open after firing four reloads. The user completed the procedure with no further issue reported. Follow-up was attempted to gather more information, but the customer was not able to provide any additional details related to the event/instrument.